Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the da vinci product.

Event description:
It was reported that during da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the monopolar was not working on the erbe. Prior to call, site replaced energy cord twice and instrument once, but issue persisted. Bipolar was functional and surgery was ongoing. Error c-34 was displayed when surgeon attempted to activate monopolar energy. Site called back again and reported bipolar was also encountering issue. The energy output was observed as much lower than expected. Site swapped to external electrosurgery unit to complete the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. During powerup, the c-34 error was found, confirming the fault occurred in the field. The iesu will be returned to the original equipment manufacturer. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.